Event description:
It was reported that at a follow-up visit within one month of implant, there was no capture and increased thresholds, along with eight non-sustained ventricular episodes. The lead was noted to be dislodged upon x-ray. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event. The patient was noted to be part of the product surveillance registry.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).